Event description:
Smiths medical international, ltd., has been notified of an incident during the initial endotracheal tube intubation the cuff was difficult to inflate. Intubation was achieved. During the night the pt rolled over and the inflation line became detached and the cuff deflated. Endotracheal tube was replaced. No pt injury reported./